Event description:
"Underwent b augmentation infra, subgl with 200cc dc gel implant. Noticed the l breast had changed shape but not until" 4 yrs later "was it sufficient to prompt sx. L was found to be leaking at that time. It was replaced with a 250cc gel mentor implant. The pt has been reasonably pleased with result except recently notes the r appears to be changing, recently ? Decreased size. Additionally developed an acute life-threatening illness characterized by sob and requiring ICU ventilation for several days. It was ultimately felt to be vasculitis, ? Type and was rx'd with steroids with miraculous recovery. - 6 wks later was dx'd with sle. The has been steroid development. The pt has seen multiple other surgeons ??"